Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling with multiple cartridges during the load process. Tandem technical support assisted customer through load process and the customer was able to resume insulin delivery. There was no reported impact to the customer's blood glucose level.